Event description:
The customer reported having unexplained high blood glucose over 500mg/dl, and she has treated with manual injections. The customer was experiencing nausea and vomiting prior to her admission. Troubleshooting was performed. The time date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was not bent or occluded. Recommended the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.